Event description:
Reported as: "(patient) ...was admitted due to a small bowel obstruction, x-ray showed twisted catheter causing obstruction. Laparoscopic treatment was done successfully". From article: "p40 unusual complications of lap-band surgery" (abstracts, 11th world of ifso, sydney australia).

Manufacturer narrative:
Medwatch sent to FDA on: 29/nov/07. The product associated with this report has not been returned for analysis. The connector type cannot be identified nor can an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Obstruction is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probably cause for these events.